Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp and impella rp flex for mechanical circulatory support. Following the impella cp insertion, the impella rp flex was implanted, and post implant, imaging revealed outlet of the impella rp flex migrated over into the left pulmonary artery. Mattress suture was tightened and additional suture was applied to secure eyelet. Manual pressure over site and then dressing was applied. Final repositioning to take slack out of impella rp flex optionally alongside the impella cp was completed. The patient was sent to the unit on bipella support in stable condition. The patient remained on support for approximately four days before the patient was successfully weaned, and device was explanted with a survived outcome. The patient was on dobutamine: 7.5 m/k/m, levophed: three microgram per minute with a plan to re-assess labs/hemodynamics one hour post explant, wean and extubate later that day as the patients progress allowed.

Manufacturer narrative:
No product was returned for analysis. Clinical mention after successful pump insertion, peel-away removed and repositioning sheath advanced, imaging revealed outlet of rp flex migrated over into the left pa. The dislodgement occurred before fixation step, after advancing repo sheath. The root cause of the positioning issue was most likely use related as evidenced by clinical details of dislodgement occurring before fixation step after advancement of repo sheath